Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered once a month for the past three months due to short v-v intervals and non-sustained ventricular tachycardia (nsvt) events. An x-ray was taken; however, nothing was noted. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.